Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-jun-2022 to 05- jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient had not appeared in the system. A technical support specialist investigated and verified that patient information was available when performing a facility search. He confirmed that there were no errors in the station logs and stated that the issue might have occurred due to user error. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that pyxis medstation es system had not shown patient ids under the facility search, which had occurred before the procedure. As a result, the customer was unable to pull any medications for the patient, leading to a 17-minute delay in starting the case, which was later canceled. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was not shown up in the system. A technical support specialist investigated and confirmed that there were no errors in logs of staion and stated the issue may occured due to user error. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system has not shown patient ids under facility search, and this occurred prior to the procedure. The customer was unable to pull any medications for this patient, which led to a 17-minute delay in starting the case, which was subsequently cancelled. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section h11 update: upon investigation of the actual device used in this incident it was determined that the patient information was available at server level, assigned to unit m.cvic, since (B)(6) 2024. The device seemingly affected by the patient's information not showing, gscasurpx2, is not part of unit m.cvic. Patient information would not have appeared if performing a search on device gscasurpx2 but would be available if the user performed a facility search. The technical support specialist verified that patient information was available when performing a facility search. The system functioned as intended.